Manufacturer narrative:
(B)(4). (B)(6). Brinke, et al. "Medial femoral condyle fracture as an intraoperative complication of oxford unicompartmental knee replacement." European society of sports traumatology, knee surgery, arthroscopy (esska). (2016) 24:3191¿3193.

Event description:
It was reported in a journal article that the patient experienced an intraoperative femoral condyle fracture during a partial knee arthroplasty; this was treated with a non-weight bearing cast for six weeks. The fracture healed after 12 weeks. No further information is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.